Event description:
It was reported that "when inserting the camera, the image goes in and out. The camera port is loose". No negative impact in state of health reported.

Manufacturer narrative:
The customer's complaint was verified. The reported issue was "image goes in and out". Intermittent image issues observed. A functional test confirmed the intermittent image issue, but the camera port was not loose. The intermittent image issue was caused by edac contamination, which will require an edac replacement. It is advised that the customer reviews their ccu and camera handling/processing protocols to ensure they are following approved karl storz methods. Additionally, the customer should inspect their other ccus and cameras for corresponding contamination. The camera card edge is not loose in the connector. The cause of the issue was determined as contamination in the edac receptacle causing the intermittent image issue. The event is filed under internal karl storz complaint ID: (B)(4).